Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned procedure was performed by the customer and the procedure was delayed and completed by mos machine. The philips field service engineer (fse) inspected the system on site and confirmed that image processing pc (ip-pc) failed to start-up. To resolve the issue, fse replaced the ippc and installed new hdd and performed download board software. The defective ippc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image processing pc (ip-pc) failed to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.